Event description:
The customer reported that the active waveguide broke while in use during a laparoscopic hernia repair and fell into the patient cavity. All pieces were retrieved from the patient cavity. The disengagement occurred towards the middle of the procedure. Another ultrasonic setup was not needed for the remainder of the procedure. There was no patient injury. The site contact was not able to provide additional details regarding the incident or device.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.